Event description:
The customer reported a falsely low calcium (ca_2) test result was obtained from an atellica ci analyzer. The initial test result was released to a physician who questioned the result. The same sample was repeated twice on the same analyzer. The repeat results were higher and released to a physician as the correct test results. The customer indicated there were no error flags on the test results. There are no known reports of patient intervention, or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported a falsely low calcium (ca_2) test result was obtained from an atellica ci analyzer. A siemens regional support specialist (rsc) investigated the reported issue and found a dilution arm error occurred on that sample, but there was no flag on the worklist. It was also found that power was being cut to the dilution arm motors by the cover interlock switches when the covers were opened. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the dilution probe due to signs of wear and gel on the tip. The cse ran an auto check for the dilution arm with acceptable results. The cse ran an extended leak check and liquid level sense reliability test with acceptable results. The cse ran a full auto check with acceptable results. The cause of the falsely low calcium (ca_2) test result is unknown. Dilution probe wear and mechanical issues are contributing factors. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.